Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test and force sensor test. Device received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test and lock reservoir in pace due to missing retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that ring at reservoir compartment has come off. Customer¿s current blood glucose was 16mmol/l at time of incident. Insulin pump will not be return for analysis.